Event description:
Clinical study: it was reported that 125 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed portion of the 1st obtuse marginal (1st ob marg) and was 12mm long. The lesion was treated with direct stenting of a taxus express2 8.8% 3.0 x 16mm drug eluting stent. Residual stenosis was 0%. The pt was discharged 2 days later on plavix and aspirin. The pt was admitted 109 days after the procedure, with complaints of fatigue, melena and shortness of breath. The pt had an elevated troponin level most likely secondary to anemia and acute renal insufficiency. Of note, aspirin and plavix were held due to gi bleed and profound anemia. 4 days later, an ivc filter was placed for prophylaxis of pulmonary thromboembolism. Colonoscopy revealed multiple colonic avms which were cauterized. The pt responded to medical therapy and was discharged to hospice 7 days later. The patient expired in hospice 4 days after discharge. The cause of death was noted as gi bleed. No autopsy was performed. In the opinion of the physician the relationship of the death to the target vessel is not involved.